Manufacturer narrative:
Investigation included phone-based troubleshooting and software update verification. Investigation of this case revealed that functionality improved steps were provided to address a suspected software-related or intermittent mechanical responsiveness issue. It was concluded that the event was a non-serious device malfunction with user education provided and software updated, and the device remained in use.

Event description:
It was reported that an ilet user experienced a hardware issue in which the sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the device; the user was previously advised to restart the device and was subsequently guided through a software update and basic troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention.